Event description:
As the stimulus was applied, which takes several seconds, a crackle sound and smell of smoke/burning occurred. The thymatron machine alarm went off and the stimulus was aborted automatically by the thymatron simultaneously. The epad electrodes were immediately removed. The procedure was completed with another set of electrodes, and patient was discharged.